Event description:
It was reported that prior to use, the cardiosave intra aortic balloon pump (iabp) malfunctioned due to error 10 at power on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.